Manufacturer narrative:
(B)(4). On an unreported date; the peritoneal effluent fluid was clear, the antibiotic treatment was completed, the patient was doing well, and the patient was completely recovered from the previously reported peritonitis event (previously, the outcome of the peritonitis was reported as recovering). On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (one gram in first bag then every fifth day for 14 days) and injection zienem (500 milligram in each bag for 14 days) intraperitoneally. On the same day as peritonitis onset, the patient discontinued dianeal therapy. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.